Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the ongoing basal suspension, customer's blood glucose (bg) level rose to the 900s mg/dl and experienced diabetic ketoacidosis. Customer went to the emergency room and admitted into the intensive care unit on (B)(6) 2025. Customer was treated with fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.